Event description:
It was reported to boston scientific corporation on april 10, 2020 that a lighttrail single use 270um laser fiber was opened for use in a lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the preparation, before using the fiber, a hole was noted on the pouch. Reportedly, the tip of the laser fiber perforated the package and detached from the fiber body. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2385 captures the reportable event of tear, rip or hole in device packaging. Problem code 2907 captures the reportable event of fiber tip detached. The returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that the device was received opened in the original packaging. The tip of the laser fiber was measured to be 6 mm. There was a hole in the packaging. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was opened in the original packaging and there was a hole in the packaging. There was no damage to the tip. Therefore, review and analysis of all available information indicated that the probable cause for this event is cause traced to transport/storage, which indicates problems traced to the inappropriate transport or storage of the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 10, 2020 that a lighttrail single use 270um laser fiber was opened for use in a lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the preparation, before using the fiber, a hole was noted on the pouch. Reportedly, the tip of the laser fiber perforated the package and detached from the fiber body. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event.